Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. It was later confirmed by the customer that they have elected to not repair their device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was displaying the service indicator and had logged an event code that is indicative of a device failure which could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient use associated with the reported event.